Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion at the junction between the external iliac and common femoral artery. The 8x60mm absolute pro stent was successfully deployed without issue; however, the delivery system's proximal shaft became caught in the non-abbott introducer sheath. Force was applied during removal, and the proximal shaft and handle separated. The proximal shaft was easily removed from the patient with the introducer sheath as a single unit. The guide wire remained in the patient and another non-abbott introducer sheath was placed to continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician believed the 80cm delivery system length used for the procedure was too short, which required the introducer sheath to be pushed during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The difficulty removing and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The absolute pro instruction for use instructs: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The investigation determined that the reported difficulties were due to case circumstances. It is likely that the delivery system was inadvertently advanced too far into the introducer sheath causing the stop and strain relief to become wedged/stuck within the luer of the introducer sheath. The separation of the jacket likely occurred during the attempt to remove the self expanding stent system with force. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.